Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
Customer reported via phone call that the device alarmed a no delivery alarm. Customer's blood glucose was 257 mg/dl. During troubleshooting, customer's blood glucose increased to 417 mg/dl, then 511 mg/dl. Customer was able to deliver a bolus without alarms. Customer was advised to monitor the device. Customer will not be returning the device for analysis.